Event description:
Additional information received indicated the ventricular tachycardia resolved on its own. In response to the inadequate therapy, the patient's antiarrhythmic medication was modified. The patient was in stable condition.

Event description:
It was reported that the device delivered an inadequate shock in response to an episode of ventricular tachycardia. No intervention was performed at this time. The patient was in stable condition.